Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the power supply unit and the igniter unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Omsc concluded that the reported phenomenon was attributed to the failure of the power supply unit and the igniter unit. The exact cause of the failure of the power supply unit and the igniter unit could not be conclusively determined. However, based upon the information of the repair history and the manufacture date, it might be attributed to the accidental failure due to the aging deterioration. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection of the subject device before use, the subject device switched automatically to the emergency lamp instead the new examination lamp. The examination lamp lit up, but after three to five minutes the examination lamp turned off and the spare lamp lit up. The user replaced the subject device to another device and completed the procedure. There was no report of patient injury associated with the event.